Manufacturer narrative:
Analysis reports the insulin pump was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched displayed window, scratched reservoir tube window, missing end cap sticker, and display window missing.

Event description:
It was reported that the customer had cracks on the insulin pump. The customer blood glucose level was 312 mg/dl. Troubleshooting was performed and the insulin pump will be replaced. No further information was provided.